Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during pre-repair diagnostic assessment, it was observed that the trigger/slider was blocked and jammed on the battery reamer/drill device. It was further observed that the trigger sleeve was damaged and kept sticking (the trigger kept sticking when fully engaged). It was also noted that the device failed pre-test for trigger. This event was not reported to have occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.